Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 611 mg/dl and high/large ketones were present and identified as dangerous and life threatening by a healthcare provider. Cause was due to the pump shutting down. Reportedly, customer received 3rd party assistant from parent and healthcare provider to administer a correction bolus via the pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.